Event description:
The customer reported that the scope connector label had peeled off.

Manufacturer narrative:
This report is being supplemented to provide clarification on the customer's allegation, refer to b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to a problem with the board or the system side. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 combination with related equipment" [inspection of endoscopic images]. Check if the normal light observation image and nbi observation image are displayed normally. Do not use the anti-fog function if the monitor displays an error message. The anti-fog function has failed. May be 1 wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection (see figure 3.22). 2 observe the palm, etc. Using the normal light observation image and the nbi observation image (see figure 3.23). 3 confirm that the illumination light is emitted (see figure 3.23) 4 adjust the amount of light to obtain an appropriate brightness 5 confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6 operate the angle lever of the endoscope to bend the bending section (see figure 3.24). 7 confirm that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur. [Inspection of remote switch] even if you do not plan to use remote switches, make sure all remote switches are working properly before using them. Make sure it works image freezes and other abnormalities may occur during use, resulting in damage to body cavities, bleeding, or perforation. Vinegar press each remote switch and check that the set function works normally (see figure 3.25)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the display of the video connector was incorrect. In addition to the findings reported, scratches were found throughout the device, the bending section adhesive was missing, the bending angle was insufficient due to angle wire elongation, the switch button 2 (two) was not functioning due to a switch failure, the video connector and video connector case were both cracked. Additional information was requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported that the video connector label on the endoeye flex deflectable videoscope needed to be peeled off. During inspection and testing of the returned device, the image was freezing and releasing on its own due a damage of the switch flexible printed circuit unit. There were no reports of patient harm associated with this event. This medical device report (MDR) will be submitted to capture the reportable malfunction found during device evaluation.